Event description:
It was reported that difficulty withdrawing the catheter occurred. Vascular access was obtained vial common femoral artery. The target lesion was located in the superior mesenteric artery. After the 7.0mmx19mmx90cm express sd renal/biliary was fully deployed, the physician had difficulty removing the catheter into the 6fr non bsc sheath. The device got it back into the sheath and they completely stretched out the shaft of the balloon. The procedure was completed with this device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).